Manufacturer narrative:
On august 23, 2016, nakanishi contacted the distributor to request additional patient information. On august 24, 2016, nakanishi also contacted the dental office to request additional patient information. Nakanishi has not obtained any additional patient information as of this report.

Event description:
On august 22, 2016, an nsk handpiece z95l (serial no.(B)(4)) was returned from a distributor for repair. There was a note with the handpiece describing the handpiece as overheating and burning a patient. The event occured on (B)(6) 2016 according to the note.

Manufacturer narrative:
Upon receiving the device involved in the adverse event, nakanishi conducted a failure analysis of the returned device: methodology used: nakanishi examined the device history record for the subject z95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. The repair history records showed one service record (october 2014) since the device was shipped. According to the service record, after repairing the handpiece (replacement of head cap, drive shaft, dog clutch, and cartridge), nakanishi performed all of the necessary operation checks. Nakanishi confirmed that all of the criteria were met. Investigation of overheating: temperature sensors were first attached to the exterior of the device at various test points (i.e. Most proximal to the patient, testing point (1), and along points further towards the distal end of the device, testing points (2) through (4)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each point. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, without any load, and measured the exothermic situation. Nakanishi observed abnormal temperature rises at test points (1) and (2) 300 seconds after the start. Temperature measurements 300 seconds after the start are as follows: - test point (1): 49.9 degrees c, - test point (2): 60.7 degrees c, - test point (3): 37.5 degrees c, - test point (4): 36.7 degrees c. The temperature testing was conducted for the full 5 minute evaluation. Nakanishi washed the inside of the handpiece using nakanishi pana spray plus as defined in the operation manual. Nakanishi observed dirt/debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. Nakanishi still confirmed abnormal temperatures, 52.1 degrees c and 62.3 degrees c at test points (1) and (2). Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed a crack and an abrasion on the rear side (head cap side) of the bearing retainer (ball retaining plastic part). Nakanishi took photographs of all of the disassembled parts and kept them in a file. Nakanishi then replaced the cartridge containing the bearing and measured the exothermic situation yet again. There was no abnormal temperature rise during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specification once the damaged cartridge had been replaced. Conclusion reached based on the investigation and analysis result: nakanishi identified that the cause of the overheating of the returned device was due to frictional resistance generated by contact between the ball bearing part and the outer race (bearing outer metal part), which was generated by centrifugal action during rotation due to the broken ball bearing part on the rear side of the cartridge (push button side). A lack of maintenance causes the accumulation of dirt (abrasive powders/foreign materials) in the inside parts, which causes dirt/debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of importance of checking the handpiece prior to use to prevent overheating, as instructed in the operation manual.